Manufacturer narrative:
Initial 1 of 8. Name: tandem. Country: united states of america. Street: 11045 roselle street. Street 2: suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with eight infusion sets which fell off and led to high blood glucose levels that were treated with correction injections via multiple daily injections on (B)(6) 2026.